Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that they wanted to inform us of a concern they had identified with the sure step foley insertion kits. Over the previous two months, they had encountered several kits that were either missing the green clip or had the clip not attached to the tubing. This occurred across different units and various sizes. As per the customer follow-up information received via email on 08apr2026, are the physical samples still available? (Yes/no) if yes, please provide the mailing address where a biohazard box may be sent. Yes. I was able to have the nurse save one of the foleys in question. It was shipped out yesterday. My apologies for the delay in shipping it out. Our receiving dept. Was not able to locate my office, so I went to them. Can you provide the lot and/or serial number of the reported device(s)? I do not have that information. Was there any impact to the patient related to the use of any of these devices? I conducted infection surveillance/chart review for each of the patients that I observed tubing kinks until their discharge; none of the patients developed uti. A. Was any medical intervention required? No, to the best of my knowledge, based on chart review. The devices remained in-place as indicated for each patient's clinical necessity (i.e. Foleys were no removed d/t any malfunction) b. If yes, what type of medical intervention was performed? None that I am aware of. C. Was any troubleshooting attempted? Manually reshaping the tubing where the kink was to restore the round open shape. In one case a nurse told me that they fixed tongue depressors one the sides of the tubing (near where the tubing meets the collection system to) for support to prevent the bending/kinking.